Manufacturer narrative:
(B)(4). This lot was manufactured between may 30, 2014 and june 4, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection showed no evidence of any missing components and the tubing was found clipped inside the tubing slot of the coil cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had an unspecified problem described as the device missing either its blue tip or its top tip. This was found before use. There was no patient involvement. No additional information is available at this time. This is report 3 of 4.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.